Event description:
This electrode belt was returned to lifecor marked "return for upgrade". Upon investigation, however, it was determined that it had generated a "belt unusable" flag beginning in 2002, which had not been reported by the patient or distributor.